Event description:
Zoll customer support reviewed the download of (B)(6) old female pt which revealed several communication faults and service code 204's. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (communication faults/ service code 204) has been confirmed. Upon evaluation, the trunk cable connector was damaged and all of wires were cut (yellow, black, orange and brown). The cause for the damaged wires and connector cannot be positively identified but was likely the result of excessive force. The belt was fully functional once the trunk was replaced. No adverse event resulted from the broken connector. The pt received a replacement electrode belt.